Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture and capsular contracture, malposition of right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 430cc gel breast prostheses when the left breast prosthesis ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed via MRI. Additionally, the patient developed capsular contracture (baker grade unknown) in her left breast and suffered from malposition of the right breast prosthesis. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round ultra high profile 430 ml gel breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.